Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Blood glucose level was 279mg/dl at its highest. Supply changes were performed resolving the occlusions. No damage was noted to the infusion sets in use during the occlusion alarms. The customer and the customer's healthcare provider alleged there was an underlying pump issue with the pump causing the occlusion alarms. The customer reverted to manual injections for insulin therapy.